Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues with the embedded laser. The illuminator was reseated to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 7, 2010. Based on qa assessment, the product met specifications at the time of release. The reported event was an illuminator issue. The root cause of the illuminator issue was that it was making poor contact. However, how and when the illuminator lost contact cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser did not work prior to a surgical procedure. There was no patient involvement. Additional information has been requested.